Event description:
It was reported that while a patient underwent a cardiac ablation procedure with a carto 3 device, a pacing device malfunction occurred. The customer reported that when a temporary stimulator was connected to the patient interface unit (piu), the connection point for catheters, and the output was increased, the pacing was routed to the wrong channel. The physician stated that due to the pacing issues described, there may have been aberrant heart rhythms detected, although this issue could not be validated by on-site field representatives. It was confirmed that there was no patient consequence. The physician chose to complete the case with modifications, lowering the output on the stimulator. The hardware investigation has begun but it has not been completed at this time.

Manufacturer narrative:
The hardware investigation is pending. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4).

Manufacturer narrative:
B) (B)(4) it was reported that while a patient underwent a cardiac ablation procedure with a carto 3 device, a pacing device malfunction occurred. The customer reported that when a temporary stimulator was connected to the patient interface unit (piu), the connection point for catheters, and the output was increased, the pacing was routed to the wrong channel. A field service engineer (fse) arrived at the hospital and replaced the piu, location pad (lp) and power unit (pu). The system was tested and found ready for use with the new parts and the suspicious parts were sent to the device manufacturer for inspection. It was found that there was a failed opto switch u447 on the ECG card b057347 which caused the pacing problem described in the complaint. The customer complaint was confirmed. An internal corrective action has been opened to investigate "opto switches and tvs failures". The device history record (DHR) was reviewed and no anomalies were noted in manufacturing or servicing of this equipment.